Manufacturer narrative:
Customer indicated that the patient was on pyridium. As stated in the IFU: substances that cause abnormal urine color may affect the readability of test pads on urinalysis reagent strips. These substances include visible levels of blood or bilirubin and drugs containing dyes (e.g., pyridium, azo gantrisin, azo gantanol), nitrofurantoin (macrodantin, furadantin), or riboflavin. Customer was informed that any discolored samples should not be run by this method because it is a colormetric test. Customer is being provided with software that will generate an error code (e50) error instead of misidentifying the strip.

Event description:
Customer reported that a multistix 10sg dipstick read erroneously as a multistix pro 10lb dipstick on the instrument. There was no report of injury for this event.